Manufacturer narrative:
Argus case: (B)(4).

Event description:
My husband took a sip accidentally [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product use in unapproved indication. The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion and product use in unapproved indication were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. Additional details: an adverse event information was reported by consumer via call center representative on 20 jul 2021. The reporter stated that "do you know the corega tabs you use to clean denture? We were using it to clean braces, this one that you put on at night and my husband took a sip accidentally thinking it was water, it wasn't the whole glass, it was just a sip. Do you have any indication of what we should do?".